Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, and packaging for subject pump was performed. The review did not identify any non-conformance's, issues or capas associated with pump function. As the pump wasn't returned for additional evaluation and investigation, a definitive cause for the alleged issues of volume discrepancies could not be confirmed. Internal complaint number: (B)(4).

Event description:
Patient contacted technical solutions to report that their current pump was having the same issues as their previous pump. Per follow-up, it was confirmed that the patient's pump was explanted and replaced due to alleged volume discrepancy issues. Patient requested evaluation letter from the previous pump investigation, but through follow-up, it was confirmed that the explanted pump was not returned for evaluation.